Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging the display screen was dim. The reporter denied damage, moisture and corrosion to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: the original complaint could not be duplicated upon investigation. The display screen was fully functional and fully illuminated with no visible signs of damage or fading. The lens film was damaged and difficult to see through. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.